Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. In addition, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Bg cause was not known. Customer required assistance from paramedics to treat bg via a glucose shot. Reportedly, customer reverted to manual injections for insulin therapy.